Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One (1) cam tightener shaft and one (1) anterior cervical plate were returned for evaluation. Visual examination of the cam tightener shaft at the macroscopic level revealed that the tightener had two fractured tri-lobe tips. One fracture tip was lodged in the can of the anterior cervical plate and the other tip was not returned for analysis. The composite optical image of the fractured surface reveals plastic deformation at the tri-lobes and torsional shear markings following a circular pattern. The plastic deformation at the tri-lobes indicates a torsional overload of the fracture tips. This suggests the fracture tips underwent a quasi-static overload torsional shear failures starting at the tri-lobes and extending to the centers of the shafts, the potential fracture termination sites. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the cam tightener shaft tip breaking cannot be determined with the information provided. However, the fracture analysis report indicated plastic deformation at the tri-lobes and torsional shear markings following a circular pattern. The plastic deformation at the tri-lobes indicates a torsional overload of the fracture tips. This suggests the fracture tips underwent a quasi-static overload torsional shear failures starting at the tri-lobes and extending to the centers of the shafts, the potential fracture termination sites. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Physician was inserting a anterior cervical plate and attaching screws when cam tightener tip broke off. Surgeon attempted to use the opposite end of tool but with same results breaking off the tightener tips on both ends. Both broken pieces were retrieved from inside patient with no harmful outcomes.